Event description:
A ventilator was sent to the MFR for service. The device was not in pt use.

Manufacturer narrative:
During the eval of the device a the MFR's service center, a malfunction with the power supply was observed. The power supply was replaced to address this issue.